Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 514 mg/dl. The customer stated that the high blood glucose started from 392 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer also reported that they performed self test but the insulin pump alarmed no delivery. The customer's blood glucose was 372 mg/dl at the time of incident. Troubleshooting was done. The insulin did exit and the no delivery alarm did not recur during troubleshooting. The insulin pump will not be returned for analysis.